Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.